Manufacturer narrative:
A getinge field service engineer(fse) was dispatched to evaluate the iabp unit. The fse found an optical sensor pressure output failure (no pressure waveform output during fiber optic test). As a result of in-house verification, the cause was found to be the front end board. The fse replaced the front end board, as well fiber optic cable and cable tie due to damage. Implementation of inspection work based on the inspection record sheet was found to have good results.

Event description:
It was reported that during inspection at the hospital, the cardiosave intra-aortic balloon pump (iabp) units output waveform of the fiber optic does not appear.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.